Event description:
The complainant reported contrast agent leaked from the rotator during a left ventriculogram procedure at 700 psi.

Manufacturer narrative:
Device evaluation, other: device evaluation not completed. Conclusions: other - a follow-up report will be submitted when the device evaluation has been completed.